Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08690 inches.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced diabetic ketoacidosis last friday since the insulin pump did not gave her insulin. Customer's blood glucose level was 334 mg/dl at the time of incident. Customer reported that it was confirmed that there was an occlusion last time, they already changed everything and the insulin pump was still not working, customer was insisted for a insulin pump replacement customer reported they felt okay to troubleshooting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was assisted with high blood glucose troubleshooting and provided all the necessary details to help her with the calibration. Customer was advise to refer to back up plan as per healthcare professional's instructions. The insulin pump will be returned for analysis. Frn-unk-rsvr, unomed inf set.